Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic image was provided for review. The image shows a chest x-ray and a catheter with the tip in the right lung cavity. The investigation is inconclusive for the reported migration issue as the catheter is intact and no aspect appears to have embolized. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2023), g3, h6 (method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post dialysis catheter placement, the catheter allegedly migrated into inferior vena cava penetrating the pleura of the right lung. It was further reported that the catheter allegedly embolized inside the patient. Reportedly, the catheter has not been removed from the patient. The current status of the patient is unknown.

Event description:
It was reported that some time post dialysis catheter placement, the catheter allegedly migrated into inferior vena cava penetrating the pleura of the right lung. It was further reported that the catheter allegedly embolized inside the patient. Reportedly, the catheter has not been removed from the patient's body. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.